Event description:
Customer called to report a leak, which appeared to be clenz (cleaner), and a flow cell clog error on the coulter hmx analyzer with autoloader. Customer observed the leak underneath the instrument. Customer stated that patient results were not affected and that no one was harmed by the instrument issues. The field service engineer (fse) inspected the instrument and found that the leak caused the solenoid manifold and diluter interface card to short and fail. The fse then replaced the solenoid manifold, its corresponding wiring harness, and the diluter interface card. The fse also found a low vacuum reading, so the vacuum regulator was also replaced. The fse determined that the leak was caused by a tear in the I-beam tubing through pinch valve 43 (the path between the water trap and waste) on the main diluter module. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issues.

Manufacturer narrative:
(B)(4).